Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Did the event happen during a procedure? It had fractured before the procedure but only during the planned revision procedure was the full extent understood. Were you in the procedure at the time of the event? Yes. During the revision surgery after the event. Event outcome/how was it managed? The fractured item was removed together with corail stem, fractured ceramic head, ceramic liner, acetabular cup and screws. Was there any consequence to the patient due to the event? Yes. They had to have the original implant revised. Was the surgery prolonged due to the event? No, the original surgery had to be revised. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Surgeon indicated he was going to keep all original implants. Please give a detailed explanation of the event: on arrival I was shown the xray by the ortho team leader. I understood it to be a depuy synthes corail stem with ceramic head and ceramic liner in an uncemented cup with screws. The head was severely fractured and the hip was dislocated. Fragments appeared inferior to the cup medially. I spoke to the surgeon to understand what his surgical plan was and to discuss the options. During the revision surgery, it was confirmed that the implants were indeed a corail, ceramic head, ceramic liner and pinnacle cup with screws. Once this was removed, it was clear that the head had fractured and here appeared to be wear on the ceramic liner and stem (photos attached). All existing prosthesis were subsequently removed. The patient had their hip revision surgery without further incident resulting in a hybrid hip, poly liner and ceramic head being implanted.